Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate via telemetry was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by premature battery depletion. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device could not be interrogated. Several troubleshooting attempts were made to interrogate the device but were unsuccessful. The device was explanted and replaced. The patient was fine after the event.